Event description:
Had to have essure implants removed due to being in severe pain, and my body rejecting the coils. I almost lost my life due to the implants and the only way to remove them was surgically. Route: intra-uterine. Dates of use: 6 months.